Event description:
It was reported by the patient that he had been seizure free, but he started having an increase in seizures. The patient did not report the increased seizures to his physician. The physician did notice that the patient's settings were strange, because the off time was set to 180min. The increased seizures may have been contributed to by the 180min off time. Diagnostic results were within normal limits, and the physician did not believe there was any indication of a device malfunction. It is unknown if the increase in seizures was above the patient's pre-vns baseline frequency. No further information was available to date.

Event description:
Programming history was present for the date of implant ((B)(6) 2008). The patient's off time was left at 180 min after being programmed on at implant. The patient did mention that he had not seen anyone to manage his vns for about 6 years. If the settings had not been changed from the date of implant to the last time the patient's vns was managed, the off time would have been 180 min. This does not explain the increased seizures, but there was no indication of a device malfunction. No intervention was taken regarding the increased seizures.